Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 460 mg/dl at the time of incident. The customer also reported other blood glucose values such as between 300 mg/dl and 400 mg/dl, in the range of 300 mg/dl. The customer reported that they received change sensor and calibration not accepted alert. The insulin pump will not be returned for analysis.